Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate patient factors (severe annular calcification) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist in japan, during a transfemoral transcatheter aortic valve replacement procedure with a sapien 3 ultra resilia valve, a sinus of valsalva (sov) rupture occurred during balloon aortic valvuloplasty (bav) with the edwards transfemoral balloon catheter. There was severe calcification in a bicuspid aortic valve with left-right (lr) cusp fusion. A balloon aortic valvuloplasty (bav) was performed for valve sizing using a 23 mm balloon. Following the bav, a drop in blood pressure and pericardial effusion were observed. Cardiopulmonary resuscitation (CPR) was initiated immediately, and extracorporeal membrane oxygenation (ECMO) was inserted; however, there was no improvement in blood pressure. The case was converted to open chest management, at which time the condition was diagnosed as sov rupture. The heart team determined that life-saving treatment was not feasible, and the patient was pronounced deceased after leaving the operating room. No device difficulties, such as difficult crossing or valve alignment issues, were reported, and no device problem was identified or described as contributing to the event. The perceived root cause, as reported, was sov rupture caused by bav.